Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was at high risk for recurring infection. The patient would be worked up for a transplant.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient went into clinic after the patient noted significant erythema and drainage around driveline when they went to change dressing on (B)(6) 2021. The subject stated the driveline was clean and dry on (B)(6) 2021. The patient was adamant about not showering and that the driveline had not gotten wet. The patient was seen again on (B)(6) 2021 and the site was improving. On (B)(6) 2021, it appeared to have resolved. Types of treatment included changes to medication and antibiotics. Outcome reported to have resolved without sequelae. No additional information provided.